Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation of handpiece, found no signs of handpiece getting hot. Handpiece cap had visible black burnt spot on outside of cap. Found mark was due to rotor coming in contact with cap. Replaced turbine and cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated and burned a patient's cheek. No intervention was required.